Event description:
It was reported that the pump was alarming. The reporter had issues with telemetry and was not using the appropriate application or programmer. The reporter went to get a "smel" magnet and attempted to read the pump again. The patient believed the alarm was due to elective replacement indicator (eri), but also mentioned that it had been 6 months since the patient's last refill. The cause of the event was stated to be an empty pump and end of life. The battery depletion was reported as normal. The last refill was noted to be on (B)(6) 2013. The patient was last seen on (B)(6) 2015 when the patient requested a refill (pump had been empty for a year). The patient usually was refilled every 2-3 months. The patient was noted to be homeless and the healthcare provider (hcp) was unable to contact and keep up with the patient. There were no reported patient symptoms. It was further stated that the patient was due for a pump replacement. The patient recovered without permanent impairment. There were no reported interventions or other actions to mitigate or resolve the event. It was unknown what drug the pump was used to deliver.

Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l52359, implanted: (B)(6) 1998, product type: catheter. Product ID: 81192, lot# h2040, implanted: (B)(6) 1998, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).